Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was a device failure. There was reportedly no patient involvement. The device was evaluated by a philips authorized service provider (asp), who confirmed that the problem was related to a printer malfunction. It was recommended that the printer be replaced. The customer declined the offer of repair and indicated that they resolved the issue themselves. No repairs were performed by the asp. The device remains at the customer's site. No further action is required at this time.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor/device exhibited an unspecified failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.